Manufacturer narrative:
It is unknown if the device will be returning for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date and involved a primary plumset that leaked chemotherapy. It was reported that a small drop of chemotherapy leaked at the filter of the tubing set around hour 20 of an infusion of a mixture of vincristine, doxorubicin, etoposide. There was minimal contact with the patent reported. The patient was washed and clothing was changed. The chemo spill was cleaned up per hospital policy. There was no blood loss or bleed back. The medication was reported to be replaced. There is no report of adverse event. This report reflects 2 of 3 incidents reported for the patient.